Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump while in the shower. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Button error alarm due to moisture damage on keypad traces. No moisture damage on electronics noted. Pump received with minor scratched display window, cracked reservoir tube lip. (B)(4).